Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 1125 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to stroke. It was reported that the doctor was having increasing inaccuracy in what she was aspirating out of the pump for the past few refills. She was getting back 2-5 cc more than expected each time. She decided to conduct a dye study to check the catheter. She was unable to get flow back so the dye study was not performed. The patient's dose was decreased from 1250 to 1125 mcg/day and planned to continue to reduce by 10-20% several times in preparation for a catheter revision. A referral was made to neurosurgery to replace the catheter. The patient had reported that he was feeling "stiff in his legs" but was unable to pinpoint when it began. He denied itching. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.